Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The customer complaint of 'no alarms, delay in readings' was not confirmed and no failure was found with the unit. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.

Event description:
Customer reported unit did not alarm when patient removed sensor. There was no patient harm to the patient.